Event description:
Customer reported that they went to the emergency room due to a low blood glucose level of 46 mg/dl. Customer ate a meal and bg returned to normal and no treatment was provided by the emergency room. The customer was released on the same day without any permanent damage. Cts recommended that the customer consult a healthcare professional to discuss factors affecting blood glucose levels.